Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin. The incident occurred between the night of (B)(6) 2020. The patient was very nauseous and the patient's mother found her unconscious. The patient's mother transported her to the hospital. The blood glucose results were up to 500 mg/dl. The patient was intubated at the hospital, but she could not provide information on what kind of medication was given. The patient was hospitalized for 2 days.